Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient activated a new pod in the morning and by the afternoon patient's blood glucose (bg) reached 680 mg/dl (with an alternative bg meter) so she decided to go to the hospital. Upon arrival they placed her on an intravenous therapy of insulin for 24 hours which help lower her bg levels to normal levels. The doctors also increase the basal rates in the patient's setting. The patient's bg levels rose to greater than 500 mg/dl in the afternoon so they deactivated the pod. She was then placed back on an intravenous therapy of insulin. She stayed at the hospital for 5 and a half days before being released from the hospital. The pod was worn between 24 and 36 hours on the back.